Event description:
Reporter indicated that following a generator replacement that was due to normal battery end of service, high lead impedance was obtained intraoperatively via diagnostic testing. Pt subsequently had entire system replaced during same procedure. Explanted lead was disposed of and explanted generator was returned to MFR for analysis. That analysis is not yet complete.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.